Event description:
Good morning, I have been using byte retainers for almost a year now. I was recently contacted by them due to FDA concerns. On (B)(6) 2024 I visited my dentist. She informed me if I did not receive further treatment to correct my teeth, then I would likely loose all of my upper teeth. I have been going back and forth with byte to resolve this issue. I have forwarded an email from my dentist to them confirming my situation. I have also sent them pictures and provided all information. Each time they demand more information. It is becoming apparent they are not willing to fix my issue that they have caused. I am seeking advise on how to proceed with them? Any help would be greatly appreciated. Reason for use: align my teeth. Thank you, (B)(6).